Manufacturer narrative:
(B)(4). The complaint rt330 infant optiflow circuit kit was returned to our fisher & paykel (f&p) healthcare regional facility in (B)(6) where trained f&p personnel took photographs of the subject devices. Our report is thus based on photographic inspection of the devices, the hospital's description of events, and our knowledge of the product. The hospital had reported a leak with the rt330 infant optiflow kit. Results: upon inspection of the provided photographs, a hole was found in the vent valve membrane of the mr290 vented autofeed humidification chamber water bag spike. Conclusion: the leak reported by the customer is most likely due to the hole in the vent valve membrane of the water bag spike. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present. Any chamber which fails is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported that the rt330 infant optiflow circuit was leaking during use. Upon evaluation, it was determined that the vent valve membrane of the mr290v vented autofeed humidification chamber was damaged. There was no reported patient consequence.